Manufacturer narrative:
Product was not received by the manufacturer. It was retained by the hospital. No examination could be performed. As reported ¿implant fell off peek insertion cartridge during implantation. It was not implanted. A replacement device was successfully used afterwards. No adverse event reported.¿ update 22 feb 2018: disassembly occurred when impacting the device into disc space the implant was loaded correctly. The disassembly was attributed to too much movement back and forth with the inserter causing disassociation of the implant. A new implant from the same size was used to continue the operation. No impact on the patient. The surgery was not delayed: 2 min. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Review of the case determined probable root cause is related to an excess if movement of the implant during insertion. The surgeon did'nt follow instruction during insertion root cause: user error. Device retained at hospital.

Event description:
Mobi-c p and f us : disassembly. Implant fell off peek insertion cartridge during implantation. Disassembly occurred when impacting the device into disc space. As described by reporter, "the disassembly was attributed to too much movement back and forth with the inserter causing disassociation of the implant". A replacement device (same size) was successfully used afterwards. No impact on patient.